Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, the ventricular lead exhibited a sensing anomaly and unacceptable threshold. A microdislodgment was suspected. Upon revising the lead, the helix was unable to extend. The lead was explanted and replaced. No complications occurred to the patient.